Event description:
It was reported that burning sensation was noted. Since yesterday, (B)(6) 2014, the patient felt burning and pain at the ins site. The site did not appear red but it may be swollen. The implantable neurostimulator (ins) felt hot. The patient was not sure what to do and was worried she was going to be in pain all weekend. The patient had not had any traumas or falls recently. The patient considered turning stimulation therapy off to see if the pain symptoms go away. The patient was worried to have her stim therapy off because it helped her headaches. The patient's stimulation was set on program 3 at 1.1 amplitude. The pain the patient was feeling was going to her hips and kidneys and down to the groin. The patient's doctor could not see her until (B)(6) 2014. The patient's doctor's was supposed to call her later on today. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID; 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0a4av, implanted: (B)(6) 2014, product type: lead. (B)(4).